Event description:
On (B)(6) 2013 the reporter contacted lifescan (lfs) in the USA alleging the up arrow button was sticking on the meter. There was no indication that the lfs product caused or contributed to a adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting done by the customer care advocate (cca).